Manufacturer narrative:
During the explant evaluation, a wire fracture was found associated with a gore® tag® thoracic endoprosthesis (tgt2610/ 7536218). The engineering evaluation showed that the report of wire fracture can be confirmed by the evaluation. No root cause for the observation of fracture in the wire could be identified. No manufacturing deficiency was identified during the device evaluation. Events will continue to be monitored. However, gore® tag® thoracic endoprosthesis is no longer commercially available. According to the gore® tag®thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag®thoracic endoprosthesis may include but are not limited to endoprosthesis material failure including graft tear and wire fracture and surgical conversion.

Manufacturer narrative:
A review of the manufacturing record for the device is going to be conducted. The investigation is in process. The device was explanted. On december 12, 2022, the explant analysis was completed and it was determined that a tgt2610 (B)(4) device had a stent fracture. The stent fracture occurred in the area between the overlapping edges of frag-1 and ae. The stent fracture appears to be consistent with one caused by cyclic fatigue loading, in a region of non-overlap in-between two regions of device overlap. Metallurgical analysis was not performed. The engineering evaluation is in process and further information will be provided. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2014 this patient underwent an endovascular treatment of the thoracoabdominal aortic dissection using conformable gore® tag® thoracic endoprostheses (ctag). Reportedly, the patient underwent surgical treatment for the reconstruction of the abdominal branch vessels on (B)(6) 2014. Two ctag devices were placed. The proximal ctag was connected with the stent graft that was implanted in 2014 and the distal ctag device was connected with the y-graft. The confirmation angiography revealed a type ii endoleak originated from the celiac artery, a coil embolization was performed. The patient tolerated the procedure. In (B)(6) 2022, a rapid enlargement of the thoracoabdominal aorta was observed, and a type iii endoleak (tear/disruption in graft material) was confirmed on the computed tomography angiography (cta). On (B)(6), a surgical procedure to explant devices was performed. Reportedly, the material damage was observed on the tgu282820j (B)(4) only, and there was no allegation of malfunction against other devices that were explanted together. The patient tolerated the procedure. The physician reported that the explanted graft had two damaged parts. One was located where contact with the coil, and the other appeared to be near the junction with the proximal ctag device. The physician also reported that he might have made the hole a little bigger upon explanting the device. (This information was reported to FDA on november 10, 2022: manufacturer report number 2017233-2022-03469). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act. On december 12, 2022, the explant analysis was completed and it was determined that a tgt2610 (B)(4) device had a stent fracture. The stent fracture occurred in the area between the devices overlapping edges. The stent fracture appears to be consistent with one caused by cyclic fatigue loading, in a region of non-overlap in-between two regions of device overlap.

Manufacturer narrative:
H6: code c19- a review of the manufacturing record for the device verified the lot met all pre-release specifications. The device was explanted. The engineering evaluation is in process and further information will be provided.